Manufacturer narrative:
Additional information: manufacturing date: 7/21/2022. The device was returned to olympus for inspection. Based on the results of the investigation, it's likely the thread damage occurred due to a stress problem. However, a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the distal end of the rhino-laryngo videoscope had defective thread. There was no patient involvement.